Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on monday morning. The customer¿s blood glucose level at the time of the incident was 30 mmol/l. The customer¿s current blood glucose level was 33.5 mmol/l. The customer was treated with manual injections. Customer was not wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The customer was feeling nausea and vomiting and also ketones were present. The reservoir will not be returned for the analysis.